Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: +1(832)314-7045. A getinge field service engineer (fse) investigated the customer's complaint confirmed unit was alarming maintenance may be required, error 14. This was due to a defective scroll compressor. The scroll compressor was replaced and completed the preventive maintenance (pm). The unit was approved for clinical use and returned to the customer. Fse was not informed if the alarm happened while on a patient or that there was any injury from it. The defective components were received for further investigation. The failure analysis and testing dept. Received part compressor, scroll with a reported unit failure of maintenance may be required error code #14. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat proceeded to start up the cardiosave. Upon start up of he cardiosave , the fat did not observe error code #14 and maintenance may be required on the display. The calibration of the regulators was then performed and the results met factory specifications. The fat is unable to replicate the failure experienced by the customer. The compressor passed testing. Retaining the compressor in the fat per procedure number (B)(6) rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is alarming error code 14.